Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. The activity logs were overwritten and were unavailable for review. The clinical file from the incident date suggests potential poor coupling between the device and patient connections. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.